Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation it was noted that the lens was cracked near the center and needed to perform an lens exchange. Additional information has been requested.

Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and viscoelastic. The account indicated the use of a non-qualified handpiece. The lens model is only qualified for use with the company specified handpiece. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).